Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported failed flow transducer test during pre-use check could be duplicated. The expiratory cassette was replaced as recommended in the service manual but not returned for investigation. The ventilator passed functional and pre-use checks and was cleared for clinical use. Ventilator logs were downloaded. Evaluation of received ventilator logs confirms the occurrence of failed flow transducer test. The deviation between the different subsystems is too large. The expiratory cassette is a measuring device and will not affect ventilation. The conclusion of this matter is that the reported issue was caused by a defective expiratory cassette but the fault could not be conclusively determined due to lack of returned goods for investigation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).